Manufacturer narrative:
(B)(6). (B)(4). PMA/510(k) #: k170622. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that after a cesarean section, the patient suffered a postpartum haemorrhage due to uterine atony. The patient was given oxytocin injection to hemostasis but failed. The amount of bleeding reached 800 ml before placing the bakri tamponade balloon catheter to stop the bleeding. The physician placed the balloon into the uterine cavity through the incisions. After injecting 300 ml saline, the physician planned to add 50ml saline more into the balloon, but the balloon had ruptured in a longitudinal direction. Total water-injection was about 320ml. The physician used another balloon to stop the bleeding successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
It was reported that after a cesarean section, the patient suffered a postpartum haemorrhage due to uterine atony. The patient was given oxytocin injection to hemostasis but failed. The amount of bleeding reached 800 ml before placing the bakri tamponade balloon catheter to stop the bleeding. The physician placed the balloon into the uterine cavity through the incisions. After injecting 300 ml saline, the physician planned to add 50ml saline more into the balloon, but the balloon had ruptured in a longitudinal direction. Total water-injection was about 320ml. The physician used another balloon to stop the bleeding successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection of the returned device was performed. The investigation also included review of complaint history, the device history record, drawings, quality control data, and trends. One device was returned for investigation. A visual examination noted the balloon is split starting at 5 mm from the proximal end and curves around to the distal end of the balloon for a 7-cm split. The device history record was reviewed and noted there were no non-conformances related to the reported failure mode a review of complaint history revealed this is the only complaint associated with the complaint device lot number 8481271. A review of relevant manufacturing documents was conducted. This device is 100% inspected visually for surface imperfections and functionally tested for leaks, inflation, and deflation. The complaint was confirmed based on the device evaluation. The cause of the rupture could not be determined. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.